Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy x-ray. The system required multiple reboots in an attempt to regain functionality. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.